Event description:
It was reported that the patient presented to the emergency room after experiencing syncope. The device had no pacing output, no defibrillation output, there was no telemetry, no response to magnet, and the patient's heart rate was 30 beats per minute. It was noted that a device check approximately eight months prior showed a battery voltage of 3.21 volts, and the device reached end of life after being implanted for less than 10 months. 'Device failure' was also reported. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found the device had no telemetry and no pacing output. A high current path developed on the hybrid that depleted the battery. Electrical analysis found that the high current drain was caused by excess dc leakage in a vdd pump capacitor.